Manufacturer narrative:
(B)(4). Initial implant was performed in (B)(6) 2016. Pt implanted with rns device and three cl. Port 1 - cl-325, sn (B)(4), left middle temporal. Port 2 - cl-325 sn (B)(4), left superior temporal. Not connected, cl-325, sn (B)(4), inferior temporal. Not returned.

Event description:
On (B)(6) 2017 the patient was admitted to (B)(6) for fever and drainage from the wound. The rns system (rns device, leads and all hardware) was explanted.